Event description:
It was reported that a (B)(6) male patient, underwent a premature ventricular contraction ablation procedure with a thermocool® sf nav uni-directional catheter and after the procedure, during the transfer to his bed the patient suffered cardiac tamponade which required cardiopulmonary resuscitation, pericardiocentesis (removing 300 ml of blood) and hospitalization. The patient¿s medical history is unknown. The patient was reported to be discharged at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) male patient, underwent a premature ventricular contraction ablation procedure with a thermocool sf nav uni-directional catheter and after the procedure, during the transfer to his bed the patient suffered cardiac tamponade which required cardiopulmonary resuscitation, pericardiocentesis (removing 300 ml of blood) and hospitalization. The patient¿s medical history is unknown. The patient was reported to be discharged at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17150823l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).